Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the rigid video scope had pink screen. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not reproduced. However, the following reportable malfunctions were identified during the device evaluation: screen became blurred and indistinct, disturbance wave when the magnetic ring of the insertion section rotates, and multiple indentations on the outer tube of the insertion section a definitive root cause could not be identified. Based on the results of the investigation, it is likely that the screen was blurry due to component failure of universal cord and disturbance wave was caused due to component failure of the magnetic ring of the insertion section. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.